Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was being treated in the emergency room due to atrial fibrillation (af) and supraventricular tachycardia (svt) episodes. The device identified the episodes as atrial fibrillation (af), however, delivered anti-tachycardia pacing (atp). The patient was hospitalized to continue to be monitored and determine if reprogramming needs to be performed. No additional adverse patient effects were reported. At this time, this device remains in service.